Manufacturer narrative:
Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. There is no repair history for this device. Upon inspection and testing, it was observed that the e226 scope communication error message was received for the device. This is attributed to the bent contact pin of the video connector. The root cause of the event cannot be exclusively identified. Since the video connector contact pin was damaged and bent, communication failure likely occurs due to poor contact, which in turn leads to the occurrence of error e226; however, it is not possible to determine the cause of the damage to the video connector contact pin. The instructions for use includes the following statements: 10.2 how to identify and deal with abnormalities. Code: e226. Error message: endoscopic communication failure. Cause: an abnormality occurred in the communication between the endoscope and this product. Remedy: immediately turn off the power of this product and pull out the video connector. Clean the electrical contacts on the video connector and reconnect. If the same problem occurs after turning on the power again, immediately turn off the power of this product, unplug the power plug of this product from the medical outlet , disconnect the power cord from the power inlet of this product, and contact olympus.

Event description:
Customer returned the device for the evaluation and repair of an unspecified error message received for the device. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the e226 scope communication error message was received for the device. This is attributed to the bent contact pin of the video connector. This medwatch is being submitted for the reportable issue of the e226 scope communication error message was received for the device observed during device evaluation.